Event description:
It was reported that, "surgeon placed the tibial shapematch block and prepared the block appropriately. He then put the pins in and made the tibial cut. Everything appeared fine to the surgeon. He placed the plate on the pins on the proximal tibia. The surgeon was then concerned because of the internal rotation. He went back and checked the block to make sure he did not make an error but the block lined up and there was still too much internal rotation. He had to then manually adjust the rotation."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.